Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the patient line. The user's blood glucose (bg) level was 134 mg/dl. A follow up with the user confirmed that the user successfully loaded a new cartridge and infusion set tubing. The user's bg level during the follow up was 119 mg/dl.